Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant medical products: webster cs f-curve d132304, mobicath sheath d140010 lot # w3141999, acunav 8f catheter 10135910. (B)(4). Methods: no testing methods performed; results: no results available since no evaluation performed; conclusion: device discarded by user, unable to follow-up. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a female patient underwent ablation for at-left using smarttouch thermocool ablation catheter and suffered cardiac perforation during trans-septal puncture. The physician mentioned that he may have been too posterior during trans-septal procedure. The patient developed postprocedural pericardial effusion which did not require surgical intervention. The patient was required extended hospitalization and discharged one day later.